Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2010-00500.

Event description:
It was reported that, "incident occurred on (B)(6) 2010. Unable to determine which packet hair came from. Was not noticed until cement was mixed and placed on the implant and the bone surface. Hair was removed and retained as evidence. All scrub techs and surgeon were gowned and hooded. There was no hair exposed."